Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. Corrected fields: e3. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had no image during maintenance. There were no reports of patient involvement.